Event description:
During the patient's scheduled procedure of implantation of spinal cord stimulator the surgeon discovered that the surgical lead kit was not working correctly. The representative from boston scientific, (B)(4), provided a new lead kit and was able to pair the stimulator device. The kit that was explanted was model sc-8336-50 serial number (B)(6), this was replaced with model sc-8336-50, serial number (B)(6) with no injury or delay to the patient. The explanted device was sent with the representative.